Manufacturer narrative:
The device has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with alleged loss of prime issue. The reporter stated that a loss of prime warning had occurred 3 or more times over several months. Reportedly, the patient¿s blood glucose was between 200-550 mg/dl with no symptoms and no ketones reported. It was reported that the patient had not received any treatment above and beyond the usual routine of diabetes care and management, the patient¿s healthcare provider had not adjusted the pump settings before or after the alleged event, and the patient remained on the pump. Troubleshooting determined that the rewind, load and prime steps were successfully completed, and there were no associated alarms in the alarm history. Troubleshooting determined that the patient had been using expired cartridges. This complaint is being reported for alleged hyperglycemia associated with use error of the cartridge.